Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004, the patient presented for bone densitometry examination. On (B)(6) 2009: patient presented with low back pain and discomfort radiating down both lower extremities. On physical examination, she had very limited rom involving the lumbosacral junction secondary to the pain, extension causes more pain than flexion. Plain x-rays were normal. MRI, myelogram and a postmyelographic CT showed what might be a minimal bulge at 5-1. On (B)(6) 2010: patient underwent psf l5-s1, posterior legacy instrumentation, local bone w/ rhbmp-2/acs.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterolateral lumbar fusion surgery at l5-s1, using a combination of autograft and rhbmp-2/acs that was placed in the posterior lateral gutters. On (B)(6) 2010, the patient complained of pain radiating down her legs, worsening since her surgery. Her surgeon ordered a CT scan. Her surgeon noted a re-exploration may be necessary at a later date. The patient continued to follow up with her surgeons as instructed and continued to complain of pain. On (B)(6) 2010, the patient underwent a CT myelogram of her lumbar spine to evaluate her complaints of pain. On (B)(6) 2011, the patient underwent a CT scan of her lumbar spine which showed ectopic bone growth into and around the thecal sac. On (B)(6) 2011, the patient underwent a revision surgery where the hardware at l5-s1 was removed, and after neurosurgery was finished with their decompression, rhbmp-2/acs was again placed into the lateral gutters at l5-s1. Post-operatively, the patient continued to complain of lower back pain radiating down both legs, with burning in her legs and numbness in her right toes.

Event description:
It was reported that on: (B)(6) 2010 patient presented due to chest pain, impression: chest pain of unclear etiology, gerd.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
(B)(6). The surgical approach used: posterolateral fusion patient reported that while walking something would pop in her back and she experienced chronic back pain which led her to undergo rhbmp-2/acs treatment. On (B)(6) 2010: patient underwent rhbmp-2/acs surgery and was also implanted with legacy screw system. On (B)(6) 2011: patient underwent for another posterolateral fusion surgery with combination of rhbmp-2/acs and bone graft used in the lateral gutters. Post-op rhbmp-2/acs treatment, patient alleged injuries including, but are not limited to severe nerve pain and bad aches. Patient had to walk slightly bent over as it is too painful to walk straight. Patient reported that her pain was never gone after surgery. Patient's back pain and other symptoms began to increase in (B)(6) 2011. Patient alleged that she is no longer able to walk normally. In year 2009-2013, on unknown dates patient presented with diagnosis of back pain. For which patient also underwent for imaging studies. On (B)(6) 2011: the patient underwent re-do of left l5-s1 lumbar laminotomies, foraminotomies and medial facetectomies; l5-s1 hardware removal; exploration and fusion l5-s1. In 2012 or 2013, on an unknown date, the patient underwent for gallbladder removal. On an unknown date, patient got her right benign breast mass removed. On (B)(6) 2011 the patient underwent x-rays of the left hip due to pain status post fall. Impression: no fracture or dislocation. Also the patient underwent lumbar spine series. The patient underwent CT of the lumbar spine with out contrast due to low back pain radiating to left hip. On (B)(6) 2013 the patient presented with the complaint of intermittent chest wall pain and burning sensation in back. The pain was located on the lower sternal side and was described as crushing. The patient underwent x-rays of the chest due to cough and chest pain. On (B)(6) 2014 the patient underwent screening mammogram. On (B)(6) 2014 the patient was admitted to the hospital due to chest pain. The patient presented with shaking, and complained of numbness to face and bilateral hands. EKG results were nodal and it showed no acute changes. (B)(6) 2006: the patient presented with primary diagnosis of bilateral dorsal ganglion cyst. The patient underwent x-ray of lateral wrist lunate bone cyst. (B)(6) 2006: the patient underwent MRI of right and left wrist. On (B)(6) 2006: the patient presented with complaint of bilateral dorsal wrist ganglion. The patient's MRI reports were reviewed. On (B)(6) 2006: the patient presented with pre-operative diagnosis of dorsal ganglion cyst right wrist. The patient underwent excision of dorsal ganglion cyst of right wrist. On (B)(6) 2006: the patient presented for follow-up 17 days post-op. Status post ganglion right wrist on (B)(6) 2006. On (B)(6) 2006: the patient presented with pre-operative diagnosis of dorsal ganglion cyst of left wrist. The patient underwent left wrist excision of dorsal ganglion cyst.

Event description:
It was reported that on (B)(6) 2014 per the billing records the patient visited the emergency department. On (B)(6) 2009, patient presented for x-rays of lumbar spine. Plain x-rays are normal. MRI, myelogram and postrnyelographic CT show what might be a minimal bulge at 5-1. On (B)(6) 2009, patient presented with severe low back pain. Impression: chronic left leg pain. She does not have any significant herniated disk. This could be due to some lateral, foraminal recess stenosis if present, probably at l4-5, probably much better seen by a CT scan than an MRI scan which only takes axial sections through the disk spaces and not inferior to it. Also, based on her symptoms, the doctor suggested that this would like to rule out any problems with her si joint or her hips. I am going to set her up for an MRI of the si joint and the hip joint and then see her back. If this turns out to be negative, then they might consider doing some lumbar epidural blocks. On (B)(6) 2009, patient presented with the clinical history of left hip pain, sacrum pain. Technique: mr images of the pelvis were performed with additional imaging of the sacroiliac joints, particularly the left side. Findings: there is no evidence of sacral fracture. The adjacent iliac bones appear normal. There is trace amount of fluid in the sacroiliac joints at the anteroinferior aspect which is of uncertain significance. There is no erosive change or adjacent fluid collection or marrow edema. Additional findings in the hips as discussed in the left hip MRI reported separately. Impression: trace amount of fluid in the sacroiliac joints symmetric bilateral without evidence of adjacent significant bone marrow edema, erosive change or focal osseous lesions or fracture. This is potentially variation of normal but very mild sacroiliitis cannot be excluded. On (B)(6) 2009, patient presented for left leg pain. Patient underwent a MRI scan the si joints are all relatively normal but there appears to be a tear in the labrum of the left hip. This is an acetabular labrum tear. On (B)(6) 2009, patient presented for the treatment of a right ankle fracture, lower back, left hip, and left leg pain. Impression: possible acetabular labral tear, left hip. On (B)(6) 2010, patient presented with revaluation of left hip. Impression: although the patient did see some modest improvement in her hip pain following her injection, there appears to be no obvious intra-articular pathology at this time that would explain her symptoms. Given the persistence of her posterior hip pain and the occasional radiation below the knee, I suspect that at least a significant component of her pain is related to her back. On (B)(6) 2010, patient presented for severe back pain and left lower extremity pain. Exam: on physical examination she was grossly neuro logically intact. Flexion, abduction, and external rotation of her hips were normal. X-rays: clark memorial. I have gone over her myelogram and post myelographic CT with her. On (B)(6) 2010, patient presented with preop diagnosis of low back pain. The patient underwent CT lumbar spine without contrast. Findings: the patient status posts a l5-s1 posterior fusion with bilateral pedicle screws and rods. There is no evidence of hardware fracture or loosening. Bone graft has been placed along the posterior elements of l5-s1. The alignment is within normal limits. There was no evidence of pars defect or fracture. The paravertebral soft tissues are unremarkable. On (B)(6) 2010, patient presented for the pre-op diagnosis of right intertrochanteric bursitis. The patient had undergone right trochanter bursa injection.

Event description:
It was reported that on (B)(6) 2009 the patient presented for office visit due to low back pain. Patient underwent lumbar epidural steroid injection. On (B)(6) 2010 the patient presented for the follow up due to pain in the left buttock radiating down the left leg to the posterior knee. On (B)(6) 2010 the patient presented with back pain. On (B)(6) 2010: patient underwent psf l5-s1, posterior legacy instrumentation, local bone w/ infuse. Preoperative diagnosis: degenerative disk disease, lumbar foraminal lateral recess stenosis, l4-5 and l5-s1. Procedure performed: bilateral l4, l5, and s1 lumbar laminotomies, foraminotomies, and medial facetectomies (procedure above followed by a posterior lumbar fusion from l4 to s1). Procedure(s) performed: posterior spinal fusion l5 to s1 with local bone and rhbmp-2 . Segmental instrumentation l5 to s1. Local bone graft and neuromonitoring. Per-op notes. Appropriately sized rods and set screws were placed. Caps were sheared off with the appropriate anti-torque device. A combination of autograft and rhbmp-2 were placed in the posterior lateral gutters. The wound was closed in the usual layered fashion. On (B)(6) 2010 the patient presented with chief complaint of lumbar pain with radiating to the left leg. On (B)(6) 2010, patient presented for office visit. Patient underwent myelogram which showed hair medial to pedicle at l5 screws. Everything was stimulated at 20 millivolts and there were no signs of stenosis of recurrent disc. Patient underwent x-ray of lumbar spine comp w/obliques. Impression: the patient is status post l5-s1 posterior fusion without complication. Patient underwent CT of lumbar spine w/o contrast post myelo, myelogram lumbar spine. Impression: there is no evidence of significant neuroforaminal narrowing or spinal stenosis. Patient status post l5-s1 posterior fusion without complication. On (B)(6) 2011, patient underwent CT of lumbar spine w/o contrast. Impression: stable degenerative spondylosis. The patient status post l5-s1 posterior fusion without evidence of complication. There is partial bony fusion of the lateral masses of l5-s1. On (B)(6) 2011, patient underwent x-ray of chest (pa and lat). Impression: no acute cardiopulmonary disease.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2013 patient presented due to persistent pain. Impression: failed low back pain syndrome with persistent low back pain and neuropathic symptoms into both legs. (B)(6) 2014 the patient underwent MRI of the cervical spine. Impressions: multilevel mild generalized disk bulges. (B)(6) 2014 CT renals w/wo ultravist 240 100ml. Impression: right renal nonobstructing calculus in the lower pole. Bilateral renal cysts. A 2.4 cm left ovarian cyst. Status post cholecystectomy. On (B)(6) 2014 the patient underwent MRI of the lumbar spine. Impressions: l4-s1 laminectomies, incompletely evaluated without contrast administration but no recurrentresidual disc material. Mild arachnoiditis. Bilateral l5-s1 dorsolateral fusion, solid. Multilevel s econdary disc and facet change, unchanged. No disc herniation, canal or foraminal stenosis at any other level.